Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints received for the lot. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. The iol was exchanged for another model two months following the initial procedure. Additional information has been requested.